Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported that a 5 fr advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography procedure, performed on (B)(6) 2020. Reportedly, the patient had a pancreatic fistula and the anatomy was very challenging due to the pancreatic ductal anatomy, making the procedure difficult and complex. According to the complainant, during the procedure, the 5 fr advanix pancreatic stent failed to deploy. The 5 fr stent was removed from the duct and a 4 fr advanix pancreatic stent was inserted. During the placement of the 4 fr pancreatic stent, fluoroscopy revealed a small piece of material which was assumed to be a magnetic resonance marker from the 5 fr stent. The piece seen on fluoroscopy was the size of a marker, but was unable to be retrieved. An angle-tip guidewire was used to successfully deploy the 4 fr advanix pancreatic stent to complete the procedure. There were no patient complications reported as a result of this event. The physician examined the 5 fr advanix stent and no part appeared to be missing.